Event description:
It was reported that the pump battery could not be dim. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.